Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the leadless pacemaker could not be fixated adequately. Pacing impedance was noted to be low. While retrieving the device, fluoroscopy imaging confirmed that the device's helix was stretch. The device was retrieved, and a new one was implanted. There were no patient consequences.